Event description:
Device fell off the wall and brushed the operator. No injuries were reported.

Manufacturer narrative:
The evaluation was completed by the dealer and (B)(4). The investigation revealed that the unit was relocated 3 years ago by the customer through an independent contractor (unaffiliated to the dealer or (B)(4)). The installer did not follow manufacturers' instructions within the installation manual.